Manufacturer narrative:
"An unexpected transition to a system malfunction state can occur on the carestation 600 series systems. If the system malfunction is left unresolved, it could result in loss of mechanical patient ventilation, which could lead to hypoxia." Ge healthcare is initiating and will be reporting a field modification for this issue per 21 cfr 806. The ge healthcare internal field modification number is fmi (B)(4).

Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board (acb) was replaced to resolve the reported issue.

Event description:
The hospital reported that, during patient use, the unit stopped ventilation and displayed "system failure" message. There was no reported patient injury.